Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath set was used during a ureteroscopy procedure performed with a laser lithotripsy and cook 2.5fr nitinol basket. According to the complainant, during the procedure, the stones fragments became stuck where the sheath joins the hub while being extracted through the access sheath. The physician removed the sheath and unclogged it by removing the stones. The stones were approximately 7-9mm. The procedure was completed with this device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".